Event description:
Infection. "Lead manufactured by st. Jude. Case: # (B)(4) / sr (B)(4) merged into pe (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).